Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned device revealed the stem has fractured into 2 pieces. Both pieces were returned. The ceramic head is still attached to the stem. The stem was manufactured in 2000. A review of complaint history revealed no prior complaints for the listed lot/failure mode. A review of the manufacturing record did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. An analysis conducted by our research lab concluded that the echelon hip stem fractured by the initiation and subsequent propagation of fatigue cracking. The cause of the fracture could possibly be a lack of proximal support. This would subject the stem to fatigue loads at a more distal location on the stem. The lack of adequate proximal support would also cause a steeper orientation angle of the stem thereby causing an increase in stress and further decreasing the load carrying capability. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
Revision was reported due to a broken hip stem.

Manufacturer narrative:
.